Event description:
Note: this report pertains ot one of four complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06328, 3005099803-2009-06324, and 3005099803-2009-06325 for the other associated device info. It was reported to boston scientific corp that four extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2009. According to the complainant, four extractor balloons were used for removing stones from the common bile duct. When attempting the 2nd sweep with the first balloon, it was noticed the balloon was punctured and would no longer inflate. A second balloon was used and this balloon was punctured and failed to inflate on the 2nd sweep as well. A third balloon failed to inflate upon removal from its packaging. The fourth balloon failed to inflate on the third sweep. Add'l info from the complainant confirmed that all four balloons burst. The procedure was completed with another extractor rx retrieval balloon.

Manufacturer narrative:
There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-06328, 3005099803-2009-06324, and 3005099803-2009-06325 for the other associated device information. It was reported to boston scientific corporation that four extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, four extractor balloons were used for removing stones from the common bile duct. When attempting the 2nd sweep with the first balloon, it was noticed the balloon was punctured and would no longer inflate. A second balloon was used and this balloon was punctured and failed to inflate on the 2nd sweep as well. A third balloon failed to inflate upon removal from its packaging. The fourth balloon failed to inflate on the third sweep. Additional information from the complainant confirmed that all four balloons burst. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination on the return device revealed that the balloon was ruptured and the catheter was stretched. The balloon inflation difficulties occurred during preparation. It is probably that the catheter and balloon became damaged when the device was removed from its' protective hoop or during preparation for the procedure. Therefore, the root case of this complaint is probably handling damage. A review for similar complaints was competed and no other complaints were associated with this lot. (B)(4).